Manufacturer narrative:
(B)(4) - mislabeled. The screw was returned for evaluation. It was confirmed that the screw was incorrectly etched. The screw measured 5.0 x 35 and was laser marked 5.0 x 30. 1030489-060211-001-r.

Event description:
It was reported that the etching on the part did not match the packaged. The device was found outside of surgery and was not used to treat a patient.